Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified a broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture and collapse of the inner membrane with a mixture of silicone and water. No silicone extravasation".

Event description:
Healthcare professional reported left side "implant rupture and collapse of the inner membrane with a mixture of silicone and water. No silicone extravasation." Device has been explanted.